Manufacturer narrative:
For 14 of the 17 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 9 of the reported events, the bat to vent switch was replaced to resolve the reported events, for 3 of the reported events, the bag to vent microswitch was replaced to resolve the reported events, for 1 of the reported events, the bag to vent microswitch was realigned to resolve the reported event, and for 1 of the reported events, the switched common gas outlet selector module was replaced to resolve the reported event. For 2 of the 17 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the 17 reported events, a ge healthcare service representative issued a proposal for diagnosis and repair of the unit, but the proposal was not accepted by the customer.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced mechanical problems. 8 events were reported for a malfunction with the bag to vent switch preventing the selection of mechanical ventilation, 3 events were reported for the bag to vent switch was working intermittently preventing the selection of the desired mode of ventilation, 2 events were reported for mechanical ventilation not being initiated when selected, 2 events reported for a malfunction of the bag to vent microswitch preventing the selection of mechanical ventilation, and 1 event reported as no ventilation when switching from manual to mechanical ventilation. These reports were received from various sources. Of the 17 events, 15 did not involve patients, and 2 did involve patients. There is no patient information available.